Event description:
A customer reported that during the ultrasound portion of cataract surgery by phacoemulsification, the aspiration was weak. The surgery was completed using the same system, with no delay and no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The company rep performed a touch screen re-calibration and re-installed the software. The system was then tested and met all product specifications. The event log was reviewed and no issues related to the reported event, "weak aspiration", were observed. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).